Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge or battery lasts less than expected not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the new battery was unresponsive. Customer stated fails to test when they need to unlock pump. The insulin pump will not be returned for analysis.